Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. For (B)(6) 2015: multiple attempts made to follow up with customer. No further information provided.

Event description:
It was reported that the customer was not able to complete the fill tubing step during the load process. Tandem technical support was unable to confirm if alerts or alarms were received. There was no reported impact to the customer's blood glucose level.